Manufacturer narrative:
This report is filed, april 28, 2016. The implanted device remains.

Event description:
It was reported that the patient developed an infection due to use of an abutment cover that reportedly 'cut' the patient's scalp and required the site to be lanced. The patient was advised to discontinue use of the abutment cover and the product was replaced. Per the clinic, the patient has experienced recurring granulation tissue that was treated with topical antibiotics and steroid cream. The implanted device remains.